Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to see insulin exit the infusion set tubing. Tandem technical support (cts) advised the customer to remove and reconnect the luer connection and to continue priming; customer acknowledged and stated issue was resolved. Customer resumed insulin after confirming consistent drops have exited the infusion set tubing. Cts educated the customer to ensure that the luer is on straight and tight; customer acknowledged. There was no information provided regarding the customer's blood glucose level.